Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device was alarming for air in the line during testing¿ was confirmed. During the air detector test it was found that air detector status was not alternating when tested with full and empty cassettes. The probable cause was the air in line detector (aild) was nonfunctional. The air in line detector was replaced with a new one. The device passed all functional and delivery tests after the repair. Service history review identified that the device came to repair for air in line.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector, keypad, device label, overlay, and set labels were all replaced. The device failed preventative maintenance due to the device still alarming for "air in the line" when the cassette was attached and locked in, even after priming. This issue occurred with multiple different sets/cassettes. The event occurred during testing, and there was no patient involvement.